Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the returned angiographic material was reviewed. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The angiographic films of the procedure show the pre-dilatation of the lesion as well as the implantation and post-dilatation of the complaint stent. After implantation of the stent and distal post-dilatation no deformation on the proximal end of the stent is visible. After changing the balloon several times, a deformation of the proximal end of the stent is visible. Films are missing between the undeformed and the deformed state. The complaint event is not visible. The deformed part of the stent was adapted to the vessel with a balloon and with an overlapping stent. A deformation and a very slight shortening of the stent could be confirmed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 90 percent stenosis degree in the mildly tortuous proximal lad. After successful stent implantation, it was attempted to cross the orsiro with another balloon catheter but it could not pass through the orsiro and a deformation of the implanted orsiro was noticed.